Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with palpitations, exertional chest pain, fatigue, light headedness, night sweating and shortness of breath. Upon device interrogation the pacemaker exhibited far field oversensing. The device was reprogrammed. The patient was discharged.